Manufacturer narrative:
We checked the returned unit and confirmed that the air tube was clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air tube. In addition, we confirmed that the water tube was clogged, the suction channel kink, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube was clogged.